Event description:
Mhra has received incident following the use of smiths medical ms26 syringe driver, that is alleged to have led to the patient's death. They reported that in 2007 at 18.00 hours, a ms26 syringe driver was set to run at a speed of 48mm for 24 hours with 11.0 mls. Of diamorphine in a 20ml plastapak syringe. At 23.15, staff noticed that the syringe was empty. Relatives' informed the staff that the syringe had been empty at 19.00. Syringe driver removed from the patient. The staff ran the ms 26 syringe driver over the week-end with water in it and took 2 hourly readings. The syringe driver ran ok. The staff kept a record of this test run. The police and coroner were informed. Another ms 26 syringe driver which had been on the same patient a few days earlier had been sent to the medical engineering dept., at the end of last week, because "the speed was varying". This syringe driver had not yet been checked by the medical engineering dept. The two syringe drivers and the record of the test run have been handed over to police. Patient alleged to have died of overdose of diamorphine. The coroner has been notified, who has reported the incident to the police. Two syringe drivers and copy of test run handed over to police. Mhra visiting office with devices at the end of the following month - no further information available. See also MDR 0008 for another device.

Manufacturer narrative:
Mhra and officers from police are visiting office with devices in 2007-- will follow up when devices have been evaluated.